Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2014-00298 & 3002806535-2016-00333). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a left total hip revision procedure approximately six years post-implantation due to allegations of unspecified personal injuries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.